Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Device data was sent to technical services (ts) for review. Data review confirmed the cause of the disabled feature was due to approximately 24 seconds of asystole. This device remains in service. No adverse patient effects were reported.